Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to cocr femoral neck suddenly and catastrophically failed, breaking in pieces at the neck-stem junction. (Right).